Manufacturer narrative:
The device was returned to olympus. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus that a resection sheath had a casse that was broken. The reported issue was found during estimation of the device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported broken sheath/ceramic tip could not be definitively determined, however, the damage to the insulation insert was likely induced by thermo-mechanical fatigue, wear and tear, improper and or handling (impact, shock). The event can be detected/prevented by following the instructions for use which state: ¿warning - infection control risk¿ ¿properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel¿. ¿4.1 inspection and testing¿ ¿inspecting the product - visually inspect the product. Make sure that it has: -- no corrosion -- no dents -- no scratches ceramic insulation at distal end visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures)¿. ¿warning - risk of injury¿ ¿impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged¿. ¿damaged product¿ ¿if the product is damaged or does not function properly, contact an olympus representative or an authorized service center¿. In addition, the following non-reportable malfunction(s) were found during the device evaluation: - defective/damaged o-ring olympus will continue to monitor field performance for this device.